Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred after use for peritoneal dialysis therapy; when attempting to remove the patient's line to place the minicap. The caregiver ¿placed a betacap clamp near the exit hole and proceeded to cut the transparent line of the patient's line and occluded it with a blue clamp¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, prophylactic antibiotics were administered to the patient. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.